Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a damaged insulation 11 cm distal to the is-1 connector pin. In this region the outer and inner conductor coil were found stretched and damaged. These damages most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported loss of capture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 1 month, it was reported that there was no capture on the rv channel.